Event description:
Reporter stated the customer experienced hyperglycemia of "hi" (>600 mg/dl) after the infusion device shut-down without providing an error message. The customer experienced malaise and vomiting. She was admitted to the hospital for 1 day, diagnosed with diabetic ketoacidosis, and treated with insulin. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The investigation of the returned product determined that the customer manually turned the infusion device off after receiving an error message rather than taking the appropriate steps to resolve the error. No malfunction of the device was identified.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.